Event description:
Caller reports a patient received several error messages on the coaguchek xs system. A venous sample was drawn at this time and sent to the lab; the following day the lab result returned as >18.0 inr. The patient was advised to go to the emergency room (ER); treatment information is not known. The patient's condition has improved. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.